Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defect was found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. CAPA has been initiated for this issue.

Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the receiver displayed intermittent out of range signals. At the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.